Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of snake wrist broken to be related to the customer reported complaint. The suction irrigator instrument was analyzed and found to have a broken snake wrist at the distal end causing the distal tip to be separated. The tip was not returned with the instrument. This failure is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the suction irrigator instrument had fallen off inside the patient. It is unknown if the fragment was retrieved. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the suction irrigator instrument had fallen off inside the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the suction irrigator instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the tip from the suction irrigator instrument fell inside the patient. It is unknown if the fragment was retrieved.

Manufacturer narrative:
The instrument was inspected prior to use. The surgeon noticed issues with the functionality of the instrument during the surgical procedure. The surgeon was performing dissection with a unspecified instrument when it was noticed that the tip of the suction irrigator instrument was not working as well and would not straighten out prior to removal. The instrument did not collide with any other instrument during the procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula after the event occurred. The fragments were found outside of the patient between the drapes at chest level. It was unable to be confirmed if all fragments were retrieved. No additional surgical procedures were performed but time was spent to search the patient¿s pelvis and abdomen for fragments. No post-operative tests like an x-ray or ultrasound was performed to check for remaining fragments. The procedure was completed robotically with no patient injury reported. The patient has not experienced any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.